Event description:
It was reported that the burr became stuck with the rotawire. The target lesion was located in posterior tibial vessel. A 2.00mm peripheral rotalink plus and perpiheral rotawire were selected for an atherectomy procedure. The device was used in the upper portion of the posterior tibial vessel. Then, the device was advanced to the mid posterior tibial vessel and became entrapped on the wire while when rotation was occurring. Since the device was unable to be advanced or removed from the wire, the rotalink and rotawire were removed together as a unit. No further atherectomy was completed and the procedure was completed with ballooning. No patient complications were reported and patient was fine.

Event description:
It was reported that the burr became stuck with the rotawire. The target lesion was located in posterior tibial vessel. A 2.00mm peripheral rotalink plus and perpiheral rotawire were selected for an atherectomy procedure. The device was used in the upper portion of the posterior tibial vessel. Then, the device was advanced to the mid posterior tibial vessel and became entrapped on the wire while when rotation was occurring. Since the device was unable to be advanced or removed from the wire, the rotalink and rotawire were removed together as a unit. No further atherectomy was completed and the procedure was completed with ballooning. No patient complications were reported and patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the distal tip kinked and stretched; besides, the body was kinked in different sections. No more damages were found in the device. Dimensional inspection of the outer diameter (od) of distal tip, middle and proximal section of the device were performed and were within specification. Dimensional inspection of the overall length could not be performed due to the device condition.